Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) received the actual camera head which was used with the referenced device. Omsc confirmed that when load was applied to the connector cover of the camera head, the image abnormality occurred. As a result, omsc determined that the reported phenomenon was caused by the failure inside the connector of the camera head. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device with the camera head which was asset of olympus and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic nasal and sinus surgery, there was lateral lines on the endoscopic image, the image became abnormal like sandstorm and the endoscopic image blacked out. The user replaced the camera head to another camera head and completed the procedure. There was no report of patient injury associated with the event.